Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following his discontinued treatment. When he opened the cassette door following a cycler alarm there was fluid on the tubing set. The set was not retained for eval. During follow up the pt reported that his effluent was clear. He did not have signs of infection. He was not prescribed prophylactic antibiotics. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.